Event description:
S/p cardia procedure syvek patch used to close vessel. Pt almost finished with required bed rest and was placed on bed pan. 3x2 in hematoma noted and pressure applied. Hematoma evacuated, site redressed and sandbag applied. Pt put on 4 more hours of bed rest so pt was kept over night. D/c in am without further complications.